Manufacturer narrative:
Intera has made multiple written attempts for more information; however, at the date of this report no information has been received. Blank fields in the MDR form represent unknown information.

Event description:
The physician's office has confirmed that the device explant has been approved but has not indicated if the explant has yet occured.

Manufacturer narrative:
Intera requested more information regarding the complaint from the patient's physicians office via direct signature required letter. Intera has also made the request for information from the physician office through email and is awaiting feedback. No additional information has been received at the time of this report in order to clarify the complaint; if further information has been received, it will be filed in a supplemental report. The codman 3000 was indicated for intrathecal use for treatment of chronic pain or spasticity. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, pump flow rate, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration or malfunction, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient returned device tracking card and wrote "pump has not been removed, hasn't worked in more than 10 years, still inside." The patient subsequently contacted their physician's office to request the device be explanted. At the time of this report, the device explant has not yet occured.